Event description:
Information received by medtronic indicated that the customer received a insulin flow block alarm. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the customer were used the standard setting in bolus . Advised customer to program a 5.0 unit filled cannula into air to determine successful delivery. It was unknown whether the customer will continue to use the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump seats immediately during the prime/fill due to broken off and missing piece (top) of the motor slide. The pump passed the self test however, unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to the prime/seating fault. Successfully downloaded the trace and history files using thump. A review of the pump history file reveals the following no delivery (insulin flow blocked) alarms for 4/21/2023 (event date): 04/21/2023 17:32:23 alarmalertnotification (40) faultnumber: nodelivery (7) during a bolus wizard delivery. 04/21/2023 17:34:10 alarmalertnotification (40) faultnumber: nodelivery (7) during a cannulafill delivery. 04/21/2023 17:38:12 alarmalertnotification (40) faultnumber: nodelivery (7) during a basal delivery. 04/21/2023 17:41:31 alarmalertnotification (40) faultnumber: nodelivery (7) during a cannulafill delivery. 04/21/2023 17:45:20 alarmalertnotification (40) faultnumber: nodelivery (7) during a basal delivery. 04/21/2023 17:47:14 alarmalertnotification (40) faultnumber: nodelivery (7) during a basal delivery. 04/21/2023 17:59:32 alarmalertnotification (40) faultnumber: nodelivery (7) during a cannulafill delivery. The pump was cut open for visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case and pillowing keypad overlay. Insulin flow blocked alarms (noted in the history file) and prime/seat fault (during testing) are confirmed due to a broken motor slide. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.